Event description:
The customer reported that there was a defective motor controller and the vertical column was not working properly. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ps3 power supply. The system operates as intended.